Event description:
The customer¿s olympus sales representative reported to olympus technical assistance center (tac), there was an e333 touchscreen error on the visera elite ii video system center. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The olympus sales representative reported to olympus technical assistance center (tac), the e333 cleared after the user had power cycled the unit. The error did not reoccur. Tac informed the olympus representative that as long as error cleared on the power cycle, the subject device can be used. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information obtained regarding the event and corrections. The failure occurred prior to a procedure and was completed with the same device. There was no reported delay in the procedure. The issue remained resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation determined the most likely cause of the e333 failure was due to attributed to a temporal fault of the touch panel sensor or lost temporal communication between the printed circuit board and touch panel. Olympus will continue to monitor the field performance of this device.